Event description:
It was reported that during a procedure to treat atrial fibrillation an intellanav mifi open-irrigated catheter irrigation tubing port tore off during the procedure. The issue was solved by replacing the catheter. No patient complications were reported and the procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.